Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A company representative reported that following an intraocular lens (iol) implant procedure, the patient was experiencing lens intolerance. The lens was exchanged. Additional information was requested.